Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of eight events. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. This is one of eight products involved with the reported event. The medical device reporting reference number for these events are 1016427-2018-02152, 1016427-2018-02153, 1016427-2018-02151, 1016427-2018-02147, 1016427-2018-02148, 1016427-2018-02150, 1016427-2018-02146, 1016427-2018-02145. As noted in the publication by chen et al., april 2018. Atrophic inferior vena cava is a marker of chronicity of intra-filter and inferior vena cava thrombosis: based on CT findings. Bmc cardiovascular disorders;18: 64. Report thrombosis and protruding struts in a patient implanted with a trapease filter. Secondary ivc atrophy was observed, indicating complete occlusion of the ivc. The patients underlying disease was chronic liver cirrhosis and acute left lower-extremity proximal dvt. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. At this time, it is factors contributing to the vessel perforation could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the publication by chen et al., april 2018. Atrophic inferior vena cava is a marker of chronicity of intra-filter and inferior vena cava thrombosis: based on CT findings. Bmc cardiovascular disorders;18: 64. Report thrombosis and protruding struts in a patient implanted with an trapease filter. Secondary ivc atrophy was observed, indicating complete occlusion of the ivc. The patients underlying disease was chronic liver cirrhosis and acute left lower-extremity proximal dvt.